Event description:
The surgeon at the hospital, reported that "the plate partially broke, at the level of the tibial fracture. The plate was remove. The surgeon also mentioned "pseudarthrosis of the fracture."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.